Manufacturer narrative:
The reported event was not able to be confirmed. The device was serviced for preventive maintenance and returned to manufacturer stock.

Event description:
It was reported that during a surgical procedure conducted at the user facility the device suction increased. The procedure was completed successfully using back-up equipment without a clinically significant delay. No medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility the device suction increased. The procedure was completed successfully using back-up equipment without a clinically significant delay. No medical intervention and no adverse consequences were reported with this event.